Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred.the severely tortuous and calcified target lesion was located in the mid circumflex (cx). It was noted that there were previously implanted stents in the left main (lm) and cx. The cx lesion was predilated with an unspecified balloon and then a 2.75x12mm taxus liberte stent was advanced to the lesion; however, the device was unable to cross the previously placed stents. During the attempt to get the device to the target lesion, it was noted that excessive force was being used and the stent dislodged from the stent delivery system (sds) in the cx and then migrated to the lm. The physician was able to successfully snare the stent from the patient and the procedure was completed at this point as the patient was stable. It was noted that there were no issues with the previously placed stents. No patient complications were reported with the patient¿s current condition listed as ¿okay¿.

Manufacturer narrative:
(B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).